Event description:
The user facility reported a 67-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that while the patient was on impella cp support, the patient experienced a hematoma at the impella site. Systemic heparin was discontinued as a result of the hematoma.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Section h6 component code 925 was added. The impella cp device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records. The following has been corrected from the initial MFR 1220648-2024-08151: section b3: date of event has been corrected. Section b5: description of event has been corrected. Section g1 reporting contact email has been updated. Section h6: health effect - clinical code corrected to 2067; health effect - impact code corrected to 4644; investigation findings code corrected to 3221 only; investigation conclusions code corrected to 4315.

Event description:
The user facility reported a 67-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that while the patient was on impella cp support, the patient was noted to have been febrile and was treated with antibiotics. The physician noted that the likely source of infection was pneumonia, however no known source of infection was provided. The patient remained on impella support until a conversion from femoral artery to axillary artery was performed during a planned extracorporeal membrane oxygenation decannulation. The patient was successfully supported on the new impella cp.